Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that during the implant the physician was unable to fixate the left ventricular lead "due to patient anatomy." The lead was removed and replaced. No known patient complications were reported as a result of this event.